Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was over delivering. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.